Event description:
A talent stent graft system was implanted for treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 15 mm long and 24 mm in diameter with mild calcium. The aneurysm morphology was not reported. It was reported that the bifurcated stent graft was implanted and then the contralateral limb was implanted. Upon final angiogram there was a type 1 endoleak at the proximal end of the bifurcated stent graft. The endoleak was modelled once with the delivery system balloon, but the endoleak was still present. Another MFR's balloon was inflated by injecting 50cc of fluid in an attempt to resolve the endoleak. The balloon was within the stent graft; however, the other MFR's balloon ruptured the aorta. A talent aortic cuff was implanted proximally the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: (another MFR's balloon), (endoleak, ruptured vessel). Evaluation: conclusion: (another MFR's balloon). (Secondary intervention.